Event description:
It was reported that the tubing "broke in half" and reported no alarms or alerts. There were no issues with infusion site. The patient had taken off broken tubing and had replaced tubing. The unit showed clear breakage and indicated a likelihood of leakage would occur if the fault occurred during infusion/use of the affected unit. The event occurred while in use with patient and there was no patient harm or no patient injury.

Manufacturer narrative:
One used sample was received for evaluation for the complaint that the tubing "broke in half" and reported no alarms or alerts. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. As received, one tubing/buckle set was returned. The tubing was observed to cut into two separate segments. Upon closer inspection under magnification, a solvent globule was observed in the lumen at the cut tubing ends. No other damages or anomalies were observed. The complaint of breakage/cut can be confirmed. The probable cause is unknown.